Manufacturer narrative:
Device was used for treatment. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.

Event description:
It was reported that there was an interbody cage expulsion at rigid level. No further information was provided.

Manufacturer narrative:
Original date of awareness (B)(6) 2008.

Event description:
This is 1 of 1 report for (B)(4).